Event description:
Pt was in operating room for 2 cystoscopy that was successfully completed. At end of the case the drapes were removed to ready the pt for transfer from the table to the strecther. The staff heard crackles and noted smoke and flames emanating from the plug receptacle at the base of the bed. It appears that fluid, normal saline, dripped into the receptacle causing arcing and flames. It should be noted that this procedure as well as, arthroscopies have large quantities of excess fluid that cause the floor and equipment to be soaked. The receptacle does not appear to be impervious to liquid. No injury to pt.